Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump delivered a bolus without user input and the pump's alarm sound was not annunciating. Pump history was reviewed; however, the reported issue could not be identified. Customer's blood glucose (bg) was 50 mg/dl and customer consumed carbohydrates to address low bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Pump data logs were reviewed by tandem quality engineer on january 24, 2024. The logs were reviewed for december 20, 2023. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. All insulin was delivered as requested. Additionally, there was no bolus of 100g requested or delivered. The reported unintended bolus issue could not be confirmed.